Manufacturer narrative:
Updated fields: b4, g3, g6, g7, h2, h3, h6 type of investigation, investigation findings, investigation conclusions, component code, h11. A getinge field service engineer fse replaced the safety disk to rectify the issue and unit passed. Parts to charge to warranty. All functional and safety checks completed to meet factory specifications.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that pre use check, the cardiosave intra-aortic balloon pump (iabp) had pim test failed. There was no patient involved.